Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reporting hearing the device alert while using soldering iron at work. The patient also reports that there is a magnifying glass with florescent light fixtures near the ICD. The alert tones were consistent with magnet exposure. The device remains in use. No patient complications have been reported as a result of this event.